Event description:
Note: date of the procedure is unknown. It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used in a percutaneous endoscopic gastrostomy (peg) procedure (patient age, gender and weight are unknown). According to the complainant, they were unable to close the cap of the button. The device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
Based on the evaluation of the returned sample, when the petal molding process was changed from transfer to liquid injection, the material changed from gumstock to liquid 40 durometer. It appears that the cause of the malfunction can be attributed to the lower durometer silicone making the cap harder to insert.